Event description:
Capture thresholds speculation that there was an issue with the (B)(6) ICD can. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).